Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had a low resolution and had a flickering white box that intermittently appeared on the left side of the screen. Customer's blood glucose was 150 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.